Event description:
Additional information received indicated noise was not reproduced during provocative testing. The device was reprogrammed to resolve the event. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing and inappropriate mode switch occurred on the right atrial lead. Lead provocative testing is anticipated, however, no intervention was performed. The patient was stable.